Manufacturer narrative:
(B)(6).

Event description:
The customer complained of a discrepant crpl3 c-reactive protein gen.3 result for 1 patient sample on a cobas 6000 c (501) module. The initial crpl3 result was 0.093 mg/dl. On (B)(6) 2018 the repeat result was 11.142 mg/dl and was reported outside of the laboratory. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 306131 with an expiration date of 31-may-2018. The initial investigation determined that the qc was within specification.

Manufacturer narrative:
Additional information was requested for the investigation but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.